Manufacturer narrative:
Evaluation confirmed that the hysteroscope had blurry images. Visual inspection found the scope has been extensively used in the field. The distal tip was found to be damaged which caused the lenses to loosen and provide an out of focus image. This damage is caused by contact with another source. No manufacturing related defects were observed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was blurry, due to water/moisture under lens. The procedure was completed with another device. There was a reported brief delay of less than 30 minutes and no patient impact associated with this event.